Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of two eopa 3d arterial cannulae, it was reported that the cannula was connected to the perfusion circuit and flow was initiated when the leaking was observed. The cannula was swapped out and replaced with a cannula from a different lot, and the case proceeded. The reporter stated there was minimal blood loss and no impact to the patient, and the patient outcome was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional info b5: medtronic received additional information that there was no substantial blood loss, less than 50mls. There was no harm to the patient, so this rules out any transfusion having been required as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5: medtronic received information that during use of a eopa 3d arterial cannula, it was reported that the cannula was connected to the perfusion circuit and flow was initiated when the leaking was observed. The cannula was swapped out and replaced with a cannula from a different lot, and the case proceeded. The reporter stated there was minimal blood loss and no impact to the patient, and the patient outcome was alive with no injury. No patient complications have been reported as a result of this event. Medtronic received additional information that there was only one device associated with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.